Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no deviations or concerns were found. The reported frosting on the shaft was confirmed as the needle failed investigation. Based on disassembly of the needle, the investigation testing results showed insufficient vacuum insulation. No relation was found between needle assembly processes and the vacuum loss phenomena.

Event description:
Iceforce needles and the cryoablation system were tested prior to a cryoablation procedure with no issues. During the freeze cycle the metallic shaft of the needle started to collect ice. A warm compress was used to protect the patient's skin. The case was completed with no injury to the patient. The needle will be returned.

Event description:
Iceforce needles and the cryoablation system were tested prior to a cryoablation procedure with no issues. During the freeze cycle the metallic shaft of the needle started to collect ice. A warm compress was used to protect the patient's skin. The case was completed with no injury to the patient. The needle will be returned.